Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
The surgery center reported of a patient complaint of blurry distance and light sensitivity in the right eye (od) for seven (7) months. The date of surgery for both eyes (ou) was (B)(6) 2016. The timing is described as constant, quality is gradual decrease, context is reported as without correction and severity is described as worsening. Patient declines presence of pain, flashes, floaters and diplopia. Two (2) weeks post op: patient had blurry visual acuity (va) at near, dry eyes and residual myopia in both eyes (ou). Severity was described as improving and patient experienced relief from artificial tears (3-4 times daily in both eyes). It was reported that the tear test showed to be normal in both eyes, but patient had low tear film in both eyes. Refraction: right eye (od) 20/25-2 with sphere at -0.75, left eye (os) 20/25 with sphere at -0.50. One (1) month post op: patient stated doing well since operation, that vision in the left eye (os) was better that right eye (od). Dry eye syndrome of bilateral lacrimal glands and bilateral myopia in both eyes (ou) were noted, which the doctor discussed treatment options with the patient including artificial tears and supplements. Patient reported of blurred vision at near in both eyes (ou). Severity was described as stable. Refraction: right eye (od) was 20/20-2 -.25 x +0.50 x 52, left eye (os) was 20/20-2 0.00. Six (6) month post op: patient states vision in right eye (od) is not as sharp at distance in both eyes. Patient reported of blurred vision in the right eye (od). Right eye (od) was 20/20-1 -.75 x +0.50 x 52, left eye (os) was 20/20-2 -.25 x -0.25 x 180. It was added that the doctor may decide to do enhancement. It was stated that the patient does not need reading prescription as of now, but she will likely would need that after enhancement of the right eye.